Event description:
The user stated they reported an amylase result of 391 iu for one patient sample in an sst tube which the doctor questioned. The same sample was repeated with a result of 121 iu. They also had a red top tube which was drawn at the same time that gave an amylase result of 114 iu. The patient was not treated based on the original result. The field service representative determined the cause was the reagent probe alignment and adjusted the reagent probes. To verify the analyzer operation, he ran calibration , qc and samples.